Event description:
The operator inadvertently started a routine hemodialysis treatment with the saline line open. Due to the amount of air in the circuit the operator chose not to perform rinseback, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss event is attributed to user error, as the operator failed to follow the instructions provided in the user's guide. There is no evidence of a device malfunction. Facility staff has been notified, and will provide additional training regarding pt connections.